Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The reporter has declined to provide allergan further info regarding event, product, or pt details. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of necrosis as follows: post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities". "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery".

Event description:
Healthcare professional reported that after injection in the lips with juvederm voluma xc, the pt experienced necrosis. Pt was provided an unspecified treatment.